Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug at 2.998 mg/day) via an implantable pump for non-malignant pain indications for use. It was reported that the patient was admitted to intensive care unit (ICU). The house supervisor used a tablet to pause the pump without orders from a physician and managing physician was not informed. The pump was paused for 257 hours (10-11 days) before the patient was discharged home and informed his managing physician due to withdrawal symptoms. The reason for the patient¿s stay in the ICU was unknown. Action/intervention: managing physician restarted pump on regular dose. The pump was restarted on regular dosing, will monitor for any additional alarms and drug discrepancies at the refill. Outcome: the issue was not resolved. The patient was alive. Additional information was received from a company representative (rep) stated that a company representative (rep) was trying to update the pump to a regular infusion mode and hcp encountered service code 234. The agent reviewed that this code was to indicate that the pump has been stopped for more than 48 hours; advised caller to have hcp complete pump update and monitor pump going forward. The rep was not with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that the pump was permanently shutdown.